Manufacturer narrative:
(B)(4). After battery installation, the insulin pump powered up with a blank display due to corrosion inside the battery compartment. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump had cracked battery tube threads, cracked case corner of belt clip rails. The insulin pump p-cap / test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the back side, next to the battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.